Event description:
It was reported by a customer in (B)(6) that, a patient was admitted into intensive care, and was placed under assisted ventilation. After three minutes the 840 ventilator generated an alarm, and the device switched itself off. A member of the medical team switched it on again, and after another three minutes the unit switched off, and would not log on. The patient was manually ventilated, and transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer biomedical technician troubleshot the device, and the covidien customer service engineer (cse) evaluated the ventilator, and verified that, it looked like the switch on/off button was very sensitive, and any kind of movement of the device led the button into an intermediate position of not on not off, which set the alarm off. There is no available information regarding the repair of the unit. (B)(4).